Event description:
Beginning in 09/06, I have rec'd five faulty t-mics from advanced bionics. This is an auxillary device for a cochlear implant that makes telephone use easier. The t-mics have popping and static upon initial use.